Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar cautery instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported issue. The instrument was found to have the overmold adapter broken. A piece measuring approximately 0.117" x 0.143" was found to be broken off. The broken piece was not returned. The root cause of this failure is typically attributed to mishandling or misuse, such as excess force applied to the instrument jaws.

Event description:
It was reported that after a da vinci-assisted tongue base resection-malignant surgical procedure, the monopolar cautery instrument was observed to have had a broken tip. The procedure was completed with no reported injury.